Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The cause of death was severe diabetic complications. Prior to her death, the customer was hospitalized due to diabetic ketoacidosis. It was reported that the customer's doctor stated orally that the customer's death was not related to the insulin pump product's quality. Due to the hospital's privacy policies, the hospital would not provide any written documents confirming the doctor's assessment. The customer was wearing the insulin pump at the time of death. The customer's next of kin refused to return the insulin pump for analysis. Nothing further was reported.